Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level averaged at 190mg/dl. The customer closed the occlusion alarm and resumed insulin deliveries to address the occlusions.